Event description:
Healthcare professional, via literature article titled "epstein barr virus (ebv) positive large b-cell lymphoma associated with breast implants: a case report.", reported "patient with history of poland syndrome", rupture, capsular contracture baker grade iii, "periprosthetic capsule exhibited atypical macroscopic characteristics", "calcifications within the prosthetic capsule", "the pericapsular and breast tissue showed reactive lymphoplasmacytic infiltrates with foreign body giant cell reactions" and epstein-barr virus (ebv)-positive diffuse large b-cell lymphoma (dlbcl) which is not-device-related. Surgical intervention: total capsulectomy. This record is for the left side. The device has been explanted and replaced. Manufacturer of device is unknown.

Manufacturer narrative:
Article citation: patarroyo, liceth lorena et al. ¿epstein barr virus (ebv) positive large b-cell lymphoma associated with breast implants: a case report.¿ jpras open vol. 46 86-92. 4 sep. 2025, doi: 10.1016/j.jpra.2025.08.036. Continued e1 - additional initial reporter: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture and capsular contracture baker grade iii. The event of capsular contracture baker grade iii is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.